Manufacturer narrative:
Product event summary: product ID# d234trk. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient had multiple ventricular fibrillation episodes with normal ventricular fibrillation detection, however, the delivered energy from the device after the shocks was 0.3 joules. After multiple shocks the patient was reported as deceased and died due to ventricular fibrillation.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d234trk is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Concomitant products: product ID unk-comp-lead. Product ID 5071-53, implanted: (B)(6) 2010. Product ID 5076-52, implanted: (B)(6) 2010. Product ID 407658, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.